Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Further, the provided angiographic material was reviewed. The technical investigation of the returned orsiro revealed that the stent is severely deformed at its proximal end and displaced by about 2mm in distal direction. Microscopic analysis revealed stent imprints on the exposed balloon surface indicating that the struts were initially crimped on the balloon. The review of the angiographic material did not lead to any further information regarding the nature of the complaint. The actual event is not recorded on the provided images. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The root cause is most likely related to external factors during procedure. It appears that the stent was deformed and displaced during withdrawal into the guiding catheter.

Event description:
The orsiro drug-eluting stent system could not pass the calcified lesion in the rca after pre-dilatation.